Event description:
It is reported that the hex driver was not long enough to access the hinge-pin assembly. The surgeon elected an alternate technique which a medial incision was performed.

Manufacturer narrative:
Eval summary: it is reported that the surgeon attempted to access the hinge pin on the medial side thru the soft tissues and had difficulty with the hex driver not being long enough to access the hinge pin. The cause appears to be technique related as it is recommended to retract the soft tissues to access the hinge pin. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.